Manufacturer narrative:
Investigation results: no photographs or physical samples illustrating the reported issue were accessible for examination. Our quality engineering team conducted a review of the device history record for the provided material number 382544 and lot numbers 4312025 and 4355980. This review did not uncover any abnormalities during the production process that could have led to the defect, and all quality tests were confirmed to be within specifications. Given the information at hand, we were unable to determine a specific cause for this incident.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. An additional lot number was provided in this complaint for material number 382544. Lot # 4312025 mnf date 01.10.2024 exp date (B)(6) 2027.

Event description:
It was reported that bd insyte autog bc needle only partially retracted. The following information was provided by the initial reporter: they are reporting that device is not fully retracting and leaving an exposed needle that is dangerous to the clinician and patient. Dates are unknown.